Event description:
The customer reported a communication failure occurred multiple times. The system had to be rebooted to restore functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor voltage was evaluated and readjusted. The fuses on workstation backplane were reseated. The system was tested and found to be working as intended and returned to service. See scanned page.